Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was seen in the hospital due to fall which caused the fractured of the right arm and the patella tendon. The patient was given medication and slept all day. Patient advocate wanted to know the details of the general condition of the device. Boston scientific technical services consultant (ts) advised to call the clinic for evaluation. As of this time, this crt-d remains in service. No adverse patient effects were reported.